Event description:
It was reported that during a colectomy procedure, on the first firing of the device on the intestine (not particularly vascular tissue) with a white reload, after the first firing stroke, the device locked out. The device could not be opened. The surgeon could not remember if he pulled the release lever to try and open the device. Additional followup: the doctor told me he did not convert to open, he managed to free the tissue from the stapler. Patient was stable and discharged as standard, no complications according to the doctor.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one sc45 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.